Event description:
It was reported that there was an air leak from the cuff. There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. The leak was detected after 12-hour check. We inflated cuff by a syringe filled with air and we put returned device under water. Air leak was detected from pilot balloon of the raw material. The customer's reported problem was confirmed. No trend of confirmed complaints in relation with this issue was identified. No DHR review was performed because no lot number provided.